Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen did not come on after the battery was replaced. The reporter confirmed attempting to reboot the pump with other batteries without the issue resolving. The reporter confirmed that the pump had appropriate audio tone and vibration with each battery inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.